Manufacturer narrative:
The actual sample was not available however, sample pictures were provided for investigation. The visual inspection of the provided photos observed the reported leak from the effluent line pre pump. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of prismaflex m150, had an external fluid leak from effluent line. There was no patient injury or medical intervention associated with this event. No additional information is available.